Event description:
A malfunction was reported with a specific code that could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support replaced the pump, informing the customer of the need for a new pump and providing a replacement to ensure insulin delivery was not interrupted. Additionally, the customer received instructions regarding the transport of the pump.